Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant product(s): zimmer trabecular metal acetabular shell with cluster holes 50mm catalog#: 00620205022 lot#: 63013428. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05235, 0001822565-2017-05236, 0001822565-2017-05237. Customer has indicated that the product will not be returned to zimmer biomet for investigation since retained by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a revision of trabecular metal hip about 2 weeks post primary surgery, due to infection. During the surgery, the cup, liner and head were replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.